Manufacturer narrative:
The wbc abnormal scattergram flag that was generated indicated that a peripheral smear review should have been performed prior to reporting results. The automated differential results were appended with asterisks (*), indicating that the reliability of the data was low. The nrbc results were displayed as dashes (----), indicating enumeration was not possible. Nrbcs are a common interference in newborns that can falsely elevate wbc counts. This interference is described in the xn-series instructions for use. The generation of the wbc abnormal scattergram flag can come from abnormalities in either the wdf and/or wnr channel, and therefore could indicate issues with not only the automated differential, but also the nrbc and the wbc value. For this reason, sysmex recommends that all results be held for smear review prior to release. Analyzer performed as designed.

Event description:
Analysis of the sample generated a high white blood cell (wbc) value and a nucleated red blood cell (nrbc) value of (----) dashes, alerting the operator to possible sample abnormality. The sample was repeated several times with similar results, and then a 1:5 dilution was performed. The operator reported an erroneously high wbc count from the 1:5 dilution prior to manual smear review. The user stated that antibiotics ampicillin and gentamycin were administered to the patient based on the falsely elevated wbc value before a corrected report was issued. The patient continued to receive antibiotics for two days after the corrected report was issued. It is unknown if other clinical signs and symptoms warranted the administration of antibiotics. There was no negative impact to the patient from the treatment provided.